Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible in the shaft, balloon, and in the guide wire lumen, inflation lumen, and loosely folded balloon, consistent with a leak while in the patient anatomy. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The shaft inner and outer members were wrinkled in several locations distal to the guide wire exit notch, confirming the reported damage. There was a hole in the outer member 4.4 cm distal to the guide wire exit notch. The proximal end of the balloon and the center of the balloon were wrinkled. There was no shaft stretching noted. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked out of the hole in the outer member. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. There were no leaks or damage noted to the catheter during the inspection and preparation prior to use, which may indicate that the tear in the shaft or wrinkled shaft were not present prior to the procedure. It was reported the patient anatomy was a chronic totally occluded, moderately calcified and tortuous lesion which may have contributed to the reported difficulties. In this case, it is likely that the shaft met resistance during advancement, resulting in the shaft wrinkling and balloon bunching noted. Additionally, the shaft likely was damaged (scratched) during interaction with the calcified lesion, resulting in the tear in the shaft during the attempt to inflate the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported inflation difficulties and noted damage to the catheter appear to be related to the operational context of the procedure. To help ensure that this damage is not the result of manufacturing, all balloon catheters are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release.

Event description:
It was reported that during a procedure of the chronic totally occluded, moderately calcified and tortuous, proximal-mid right coronary artery lesion, vessel diameter of 3.0 mm, 70 mm length, the trek was advanced to the lesion and inflation attempted. The pressure would not increase and the balloon would not inflate. After removal from the anatomy it was noted that the distal shaft was damaged/twisted-stretched, and the balloon may have been slightly inflated. A second 2.25 x 12 mm trek was used in the procedure, and two non-abbott stents were deployed to complete the procedure without event. There was no reported patient sequela. No additional information was provided.